Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated itchiness and redness occurred 3-4 inches from the sensor insertion site on the abdomen. Sensor was removed on (B)(6) 2018, before the end of 7 days, due to the skin irritation. Patient visited a doctor and was prescribed over the counter mastisol. The exact date of medical intervention was not provided. At the time of contact, it was indicated that the issue had resolved with the application of mastisol. No additional event or patient information is available.